Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarm, motor error and button errors from the insulin pump. The customer's blood glucose reading was 212 mg/dl. The customer stated that she changed her set and filled the cannula and the pump alarmed no delivery during a bolus. The customer also stated that a motor error occurred. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not report a motor position encoder error from the pump. The customer also stated that there was a blank display leading to the keypad issues. The customer stated that she kept the pump in her bra and sweat may have gone into the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No moisture damage noted on the electronics assembly. The insulin pump was monitored and tested with no blank display noted. The insulin pump passed displacement, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed and no motor error alarm noted. The insulin pump passed a21 error test, self test, and all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.